Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a laparoscopic assisted vaginal hysterectomy, bilateral salpingooophorectomy, enterocele vaginal approach, posterior colporrhaphy, transobturator tape, right partial lobectomy and perineorrhaphy and surgical procedure to treat stress urinary incontinence on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. She was treated for vaginal bleeding on (B)(6) 2009. She was returned to or on (B)(6) 2009 for a vaginal laceration repair and xeroform packing was placed. She underwent a mesh revision procedure on (B)(6) 2009 for mesh erosion in the midurethral area. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 concurrently with a laparoscopic-assisted vaginal hysterectomy, enterocele repair, posterior colporrhaphy, perineorrhaphy, and right partial vulvectomy. It was reported that the patient underwent repair of vaginal laceration on (B)(6) 2009. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with a laparoscopic assisted vaginal hysterectomy, bilateral salpingooophorectomy, enterocele vaginal approach, posterior colporrhaphy, transobturator tape, right partial lobectomy and perineorrhaphy due to pop, sui, and menorrhagia. It was reported that following insertion, the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was also reported that the patient was treated for vaginal bleeding on (B)(6) 2009 and underwent a vaginal laceration repair and xeroform packing placement on (B)(6) 2009. The patient underwent mesh revision on (B)(6) 2009 for mesh erosion in the midurethral area and mesh removal on (B)(6) 2012 due to voiding dysfunction, sling exposure and interstitial cystitis. No additional information was provided. (B)(4).